Event description:
It was reported that was not getting therapy relief since implant. The patient had the same symptom as they did prior to implant. The patient was feeling the stimulation or flutter in the right front area where they urinated. The patient still wore pads and had urgency. They were not sure if the lead had moved, as the lead felt like it pushed forward and deeper or sank where it was closer to the outside than inside. The patient did not have a fall or trauma. The patient was on program 1 at 1.1v since implant and then they increased to 2.5v and decreased to 2.3v because the stimulation was too strong. The patient would be seeing their health care provider (hcp) tomorrow. It was further reported that there was not a 50 percent or greater symptom reduction. The component involved in the event was the lead. The patient was seen in the office reporting stimulation sensation in the lateral aspect of the vagina and that the improvement they had reduced. The troubleshooting done to provide insight to the issue was that the settings were adjusted. They tried all 4 programs and the current program was still yielding the best results. The action taken to resolve the event was that the setting was adjusted by increasing stimulation. The cause of the event was not determined. There was no impairment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0p9lw, implanted: (B)(6) 2014, product type lead; product ID 3889-28, lot # va0p9lw, implanted: (B)(6) 2014, product type lead. (B)(4).